Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to press the button in a specific way, ensuring support along the bottom of the pump. Following these instructions, the pump display successfully turned on, and the caller acknowledged that the button was functioning as intended.